Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection, where the pocket was red and swollen. The patient's implantable cardioverter defibrillator (ICD) system was explanted and antibiotics were administered. No further patient complications have been reported as a result of this event.